Manufacturer narrative:
The event of ¿swelling allied to the intensification of infectious disease caused by sinusitis¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. Device labeling: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.

Event description:
Healthcare professional reported an injection of juvéderm® volbella¿ with lidocaine. An unspecified time later the patient experienced " swelling allied to the intensification of infectious disease caused by sinusitis". The physician treated with "a filler diluent". Symptoms are ongoing at this time.